Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The evaluation of the device confirmed the reported complaint. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The upper and lower handles are out of adjustment and are not holding properly; both shock cushions are worn and need to be replaced. Adjustment wrench is missing, unit received with std. Adaptor and not the tri-star adaptor. The observed condition is likely caused by wear and tear/ improperly handling of the device. The definite root cause cannot be reliably determined.

Event description:
N/a

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the second handle of the a2009 ultra 360 patient positioning system was loose. The adjustment wrench was also missing and the shock cushion looked worn down. The unit was removed from service. There was no known patient injury or surgery delay.